Event description:
According to the complaint, the customer reported when running samples on the abl90 flex plus analyzer (serial number: (B)(6), it intermittently shutting down and rebooting itself.

Manufacturer narrative:
Date of event is estimated

Manufacturer narrative:
Radiometer has investigated the provided data and is unable to trace to a specific root cause for the incident. Hence the root cause is unknown.

Manufacturer narrative:
The problem is intermittent. It has not been reported before. Radiometer was unable to reproduce it. The problem could be within that analyzer in particular. The provided service dump shows that clean installation (os+sw) took place 30may around 15:30h. The first crash registered afterwards occurred the day after. Radiometer is still investigating the issue, and the root cause will be provided when available.